Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: h2, h6, h11 corrected fields: h11 (technical assistance support (tac)). The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation the most probable cause for the malfunction could not be established. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed and the following troubleshooting steps were performed transillumination testing, reprocessing, and retesting the device on multiple units. The customer informed technical assistance support (tac) of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center had lost video signal during a endoscopy percutaneous endoscopic gastrostomy procedure. There were no reports of patient harm.